Event description:
The skill clamp came loose and slipped resulting in the skull pins cutting the pt's scalp. No other info provided. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.